Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare (B) (4).

Event description:
The customer reported a problem with image sharpness. No patient injury was reported.